Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing and noise on the lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.